Manufacturer narrative:
The device will not be returned for evaluation as the user facility discarded the device following the procedure. The exact cause of the reported event could not be determined, however, based on similar reported device complaints improper maintenance could not be ruled out as a contributing factor as the instruction manual contains several warning statements in an effort to prevent damage to the cable. ¿visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation. Replace the cable. In order to plug or unplug the cable, always pull at the plug. Never pull at the cable or risk of damaging the cable may occur.¿ also, ¿when used as intended this product is more or less subject to wear depending on the intensity of use. Do not use the hf cable after one year of use.¿ additionally, the original equipment manufacturer (OEM) conducted a review of the device history records (DHR) which showed the device was manufactured according to valid instructions and met all specifications.

Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the hf cable became hot and burned through the insulation just below the black plastic plug that connects to the generator. All current stopped to the resectoscope loop. The procedure was delayed 5-10 minutes. The cable was replaced with a similar cable and the intended procedure was completed. There was no patient or user injury reported. There was no fire or smoke observed, however, there was an audible ¿pop¿ noise and the cord was split with both ends glowing red. The generator was set at 90watts cut/60watts coag.